Manufacturer narrative:
This report is submitted on july 02, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to pain and non-auditory sensations. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 22, 2021.